Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). Following pre-dilatation with a non-bsc balloon catheter, a 4.00 x 12 synergy¿ was advanced but failed to cross the tortuous area in proximal rca. While trying to advance, it was noted that the distal part of the stent was lifted and usage was discontinued. The procedure was completed using a different device. No patient complications nor injuries were reported.